Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump primed properly. No excessive no delivery/occlusion alarms were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 400 mg/dl. Customer did not need to troubleshoot for high blood glucose. Customer stated that the insulin pump had no delivery during a bolus and it also did not prime properly. The insulin pump will be returned for analysis.